Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that the end cap had become disengaged from the rod. As per reporter, no revision procedure will be conducted at this time.